Event description:
Customer reported no delivery alarms and high blood glucose with his insulin pump. Customer's blood glucose was unknown. He stated the infusion set tubing appears milky. The place where the tubing is connected to the connector cap looks melted. Customer reported that two to three times a week, his blood glucose will be between 350 and 400 mg/dl. He treats with manual injections. The issue has occurred since march. His settings have been changed by his doctor, but the issue persists. In troubleshooting, when customer removed the infusion set the cannula was bent. Customer was advised that high blood glucose were often caused by site or set issues. Due to the consistent issues, customer's insulin pump is being replaced. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.